Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. A pre-procedural transesophageal echo (tee) showed a small pericardial effusion prior to starting the procedure and was determined to be unchanged at the end of procedure. The patient was stable and had no hemodynamic changes during the procedure. Two devices were deployed multiple times in an attempt to achieve desirable positioning but both were unsuccessful and the case was aborted. While in recovery, a small to moderate pericardial effusion was detected on the post operative transthoracic echo (tte). Several hours after the procedure a pericardiocentesis was performed. The pericardial drain was removed but the patient had not yet been discharged.